Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that a foreign matter was present in the device. During unpacking of a 4.00 x 38mm synergy¿ drug-eluting stent, it was noted that there was a fiber-like thing on the stent part, upon removal of the protective sheath. The device was not used and the procedure was completed with another of the same device. No patient complications nor injuries were reported.

Event description:
It was reported that a foreign matter was present in the device. During unpacking of a 4.00 x 38mm synergy¿ drug-eluting stent, it was noted that there was a fiber-like thing on the stent part, upon removal of the protective sheath. The device was not used and the procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: synergy ous mr 4.00 x 38mm stent delivery system was returned for analysis. Prior to decontamination the device was visually inspected. A fiber like foreign material (fm) was identified on the stent. A visual and microscopic examination of the crimped stent found piece of fibre like fm along the length of the stent, the fm was caught in the stent struts. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. A portion of the fm was removed from the stent and placed in a beaker for material characterization analysis in the material characterization lab. From optical and sem imaging, the fm sample measured approximately 25mm in length with a thickness of 0.012mm. Fourier transform infra-red spectroscopy was performed on the fibre and its spectra was consistent with that of polyethylene terephthalate (pet). From the imaging and the ftir spectra the fm appears to be a fibre of pet. No other issues were identified during the product analysis. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).